Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05apr2024.

Event description:
Healthcare professional reported a right side rupture. The device was explanted.

Event description:
Healthcare professional reported a right side rupture. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d15.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a right side rupture. The device was explanted.